Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited a long pause in atrial pacing during a mode switch due to cessation of atrial flutter (af).the pacing mode was programmed to vdir. Boston scientific technical services (ts) recommended changing the mode to ddir. There were also erratic ra pacing impedance measurements varying between 500 to 1,700 ohms and noise on the ra channel. No adverse patient effects were reported.